Event description:
During the saphenous vein harvesting procedure, toggle broke and the blades would not open and close on the scissors of the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.